Event description:
The customer called to report that their bgs continue to rise. The customer was taken to the e.r. Bgs were treated with insulin drip. It was suspected that the pump was not working and a replacement pump was requested. The high-pressure test was performed and passed.